Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while aggressively attempting to advance the device in the tuohy resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3 - device not available for evaluation.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the nc trek delivery system was aggressively attempted to be advanced in the tuohy, the proximal shaft broke in two pieces, outside the patient. The device was not used and there was no patient involvement. The procedure was completed with a new device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.